Manufacturer narrative:
(B)(4).

Event description:
Additional information stated, the patient came in to a clinic to meet their manufacturer representative and their implantable neurostimulator (ins) was overdischarged. It was reported the patient did not have their recharger with them so the patient was in the process of setting up a follow-up appointment to bring their ins out of an overdischarged state. See MFR 209178-2013-07206 for related report.

Event description:
Patient had been unable to turn their device on.

Event description:
It was reported that the patient experienced a tremendous "zap" from the middle of her back where the leads are down to the right side of her leg. The zap caused her to drop everything and fall. The patient programmer and recharger would not connect to the stimulator and the patient has not recharged or used the device in a month. Of note, the patient fell a month prior on ice; the patient fell onto her stimulator. Additional information was requested; if received, a follow up report will be sent. On (B)(6) 2013 (rep): it was further reported that the patient was being evaluated by her physician. To clarify, the 'zapping' was happening with her system off.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger. (B)(4).